Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received for maintenance and repair at the medtronic heerlen distribution and service center. Incoming inspection found the nose bearings are ¿noisy and getting hot¿. Pre-repair temperature testing measured: rear: 95°f; middle 120°f; nose 150°f. The bearings, o-rings, and internal parts were worn and required replacement. The device was tested to product specifications and returned to the loaner pool.

Event description:
The loaner device was returned for maintenance and repair with no reported complaint. Incoming inspection found the nose bearings are 'noisy and getting hot'. There was no patient involvement and no injury reported.